Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that he had issues with the up and down arrow buttons. He stated that when he pressed the buttons, the insulin pump would not always recognize that he had pressed them or it would move more than once when it did. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. He was attempting to rewind the insulin pump when he noted the keypad issues which prevented him from getting to the rewind screen. He stated that the insulin pump would not rewind and that the screen was dark and hard for him to read. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.